Event description:
It was reported that during a scheduled pulse generator replacement procedure, it was noted this right ventricular (rv) lead had a separation was noted on its terminal end, so a repair kit was used. This rv lead remains in service. No adverse patient effects were reported.